Event description:
When defibrillator connected in critical care unit, it stated "pacing electrode off". All connections re-secured and it still did not work. When pacing cable was taken from the defibrillator and placed on another model, pacing was able to be accomplished. Biomed function check on the defibrillator could not reproduce problem.